Event description:
Report received from (B)(4) indicating that a cutter could not be inserted into the device and was heating. It is known the device was not used in surgery. It is not known if there was injury or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot insert cutter and heating was confirmed. Reliability engineering evaluated the device and the bearings of the attachment were damaged and would not allow cutter insertion. This condition is indicative of improper or ineffective cleaning and maintenance of the equipment. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).